Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received information for performing a pump reset from technical support, and after the reset, the cgm error code did not appear again, allowing the sensor session to start successfully.